Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site discharge, pain, and redness. On an unknown date, it was reported that the patient's stoma site discharge increased with pain. A stoma site swab was taken with unknown result. The patient was prescribed an unknown oral antibiotics for 5 days for the stoma site. On an unknown date, the patient experienced a stoma site granuloma. On an unknown date, it was reported that the patient experienced a further increase in stoma secretion, redness, on an unknown date, it was reported that the patient experienced a new stoma site granuloma with slight bleeding. It was reported that no inflammatory signs are present at the stoma site.